Event description:
A total loss of atrial sensing was observed. In addition it was noted that the atrial output was capturing the ventricle. The rep was contacted via fax. No further info could be obtained.